Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, and a loss of force data.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.